Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had no symptoms and treated with insulin pump. Customer's current blood glucose value was 84 mg/dl and the blood glucose was over 500 mg/dl at the time of incident. Customer reported stated having high blood glucose and was put on steroids and other medication for her knee. Customer performed to troubleshoot for high readings. The drive support cap appeared normal. Customer does not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer declined to check their settings. The customer will call back to perform high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir, and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.